Manufacturer narrative:
This supplemental report is being submitted to provide corrections to d2a., d3 address line 1,d9, g1 manufacturing site address line 1, additional information h4, and the legal manufacturer's final investigation results. Based on the results of the investigation, the broken outer tube and light fiber breakage were likely caused by improper handling and application of excessive force, impact to the device like fall, shock or similar stress; however a definitive root cause could not be established due to the item not being returned to olympus. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the telescope was broken at the outer area of device and light was visible. The issue occurred during maintenance. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.